Manufacturer narrative:
Trackwise # (B)(4).

Event description:
Related to (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device evaluation code changed from "device not returned" to "device discarded". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
(B)(4) testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 02/14/2022. An investigation was conducted on 02/22/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be intact, slightly bowed at the center due to normal clinical use. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (5) times with no cautery failure observed. Based on the returned condition of the device, the reported failure "failure to cut" is not confirmed.

Event description:
N/a

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 was working but not working as it should. When the jaws were closed to cut, it would heat up and make the tissue bubble and char but it wouldn't actually cut through the vein. The case was completed using the second device. The pa struggled to get the device to work and to cut and seal appropriately. As a result, the case took longer than normal. No patient injury and the only delay was associated with switching out the devices.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.